Event description:
The complaint received states that during use the helipaq 10 cerecyte microcoil 5 mm x 20 cm (che10052030 / f56231) failed to detach. After the coil was deployed in the aneurysm; it could not be detached. The system ready lamp did not illuminate then though it illuminated at pre-electrical check. When the dpu was pulled back a little; the system ready lamp illuminated. So; the coil was put back in the aneurysm and it was detached with no problem this time. Because of this problem; micrus coils were not used after this. Dcb cable was checked but there seemed no problem with the connection. There was no report of injury for the patient.

Manufacturer narrative:
The complaint received states that during use the helipaq 10 cerecyte microcoil 5 mm x 20 cm (che10052030 / f56231) failed to detach. After the coil was deployed in the aneurysm; it could not be detached. The system ready lamp did not illuminate then though it illuminated at pre-electrical check. When the dpu was pulled back a little; the system ready lamp illuminated. So; the coil was put back in the aneurysm and it was detached with no problem this time. Because of this problem; micrus coils were not used after this. Dcb cable was checked but there seemed no problem with the connection. There was no report of injury for the patient. The device positioning unit (dpu) passed electrical testing. The coil was implanted. The enpower¿s system go light remained illuminated during all testing. Therefore; the root cause of the enpower¿s system go light intermittently losing illumination during the procedure cannot be determined. The most likely root cause of the coil requiring two detachment attempts was due to the melting detachment fiber extending above the distal tip of the device positioning unit (dpu). In this extended condition; the detachment fiber may have temporarily captured the coil before releasing it on the second detachment attempt. In addition; without the return of the complaint detachment system used in the procedure; it cannot be determined if these components contributed to the complaint event. Although not complaint related; it was found that the resheathing tool was advanced over the proximal end of the green introducer. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿return to the infusion microcatheter¿s rhv. Loosen the rhv and gently slide the introducer tip out from the rhv; over the dpu wire. Once a small section of the exposed dpu wire is visible; tightly grasp it with the thumb and forefinger of the same hand that is holding the rhv. Using the thumb and forefinger of your other hand; grasp the introducer tip; slowly slide it away from the rhv over the dpu wire. Continue sliding the introducer tip until just before the tip reaches the distal end of the re sheathing tool; leaving approximately 1 inch of the unsheathed introducer sheath still visible.¿ the complaint could not be confirmed on analysis secondary to the condition of the received complaint device. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that device and procedural issues may have contributed to the reported event.